Manufacturer narrative:
720185-01, 856056011, reservoir flat iz 100 ml.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to leak in system. Physician removed all components except the reservoir. He drained and retained the reservoir because it was scarred in. The removed components will not be returned. No adverse patient effects